Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c513 analyzer. The initial a1cx3 result on the c513 analyzer was 9.2%. The sample was repeated on a different c513 analyzer and the result was 5.5%. The repeat result was believed to be correct. The erroneous result was not reported outside of the laboratory. No adverse event occurred. The a1cx3 reagent lot number was 21196501 with an expiration date of 31-aug-2018. The field service engineer (fse) visited the customer site and found that the gear pump pressure was misadjusted. After adjusting, instrument checks were acceptable. The customer ran successful calibration and qc results were near the mean values. The instrument is performing within specification.

Manufacturer narrative:
The customer has not had any further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event. Product labeling provides information related to maintenance checks and preparing the system for operation including checking the gear pump pressure. Reduced pressure can cause carryover and affect the results.